Event description:
It was reported that during a da vinci-assisted surgical procedure, fenestrated bipolar forceps (fbf) conductor wire was found broken. The customer used a backup instrument to continue with the planned procedure. No fragment fell inside the patient. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the wire was fully broken into half. There was no patient injury due to the issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps (fbf) instrument was analyzed and found to have a frayed grip cable at the distal end. The complaint was confirmed by failure analysis. The probable root cause is attributed to frayed grip cable.